Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Uvc leaking at proximal port, clave changed but no resolution-leak restarted with infusion.

Manufacturer narrative:
The complaint and returned samples were submitted to the manufacturer, vygon france, for evaluation. The following is a summary of their investigation: we have received the catheter involved. It is assembled to a bidirectional valve (from another manufacturer) and we noticed that the catheter is sutured on 6 tube's graduation. Leak test control was completed using the catheter on the two ways, and no leak was detected. The connections with the competitor products are tight. We have not been able to reproduce the described defect as no leakage was observed during our analysis. Our catheters are 100% leak and obstruction tested during the production. Additionally, the batch file was reviewed and didn't highlight any deviation or non-conformity. Therefore, we could not complete further analysis on the product. Corrective action: no corrective action will be taken at this time as the failure could not be replicated; however, both vygon france and vygon USA will enter this incident into our complaint log and continue to monitor this problem.

Event description:
Uvc leaking at proximal port, clave changed but no resolution-leak restarted with infusion.